Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust or check belt messages) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open rear pulse wire and brown (-5v) wire in the trunk cable. The cause of the test failure and reported messages was the open wires. The root cause of the open wires was excessive force on the cable section. No adverse event resulted from the open wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing adjust belt or check belt messages.